Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 03/08/2017. This complaint is part of a retrospective review as part of a remediation related to CAPA(B)(4). Medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported the temperature of the needle became unstable. The generator showed the temperature fluctuated between 20-50 degrees after which the generator stopped running. After restarting the generator and completing the self test, the rf system worked for about 1 minute and the same issue occurred. The problem was solved after changing another needle.